Event description:
Additional information received on 11/19/2025 for report mw5178477 to correct procode: qbj.

Event description:
Additional information received on 11/19/2025 for report mw5178477 to correct procode: qbj.

Event description:
I am extremely dissatisfied with the libre 3+ continuous monitor. I have use three sensors since I received the new 3plus. The first fell off after ten days. The second stopped working the morning after I attached it. The third one is still on, but it is wildly inaccurate - sometimes reading 40 or more points higher than a finger test. I can't trust this device anymore. Plus, the 3plus only works with one reader at a time, either the reader or my phone. Neither is accurate; I have tried both. The first one fell off in the shower (something that never happened with libre 2) after 10 days of use. The second stopped working the morning after I applied it before I fell asleep the night before. The third one read so high for a long time (despite my care with the first one seemed adhere correctly for 10 days and then I found it around my elbow, no pinching or pulling. I am careful not to wash too vigorously around the upper arm. I didn't feel any pulling or tearing away. It just slipped off. My diet) that I was suspicious, went out and bought the freestyle blood test strips) and found the extreme discrepancies in the readings. Because of the inaccurate readings, the failures of the sensor, and the adhesion deficiency, I cannot trust the freestyle 3plus readings anymore. Hecc: 4582. Dpc: 4012, 1535, 3005. Reference reports: mw5178476, mw5178478.